Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was insulin leaking "coming out of the touchscreen". Reportedly, the customer saw a "crack or a hole" on the touchscreen. However, when the screen protector was removed, the crack/hole was no longer there. Tandem's technical support determined hat insulin was leaking from the cartridge. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.